Manufacturer narrative:
(B)(4).

Event description:
It was reported that a variation on the r-waves were observed. The device was ventricular pacing and then oversensing the t-waves as r-waves. ECG revealed intermittent pacing due to possible post-paced t-wave oversensing. The patient was asymptomatic. Programming changes were recommended but not made. The decision was made to continue monitoring the patient.